Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that paramedics were called due to a blood glucose level of 50 mg/dl. Customer was treated with glucose tablets. Customer was wearing the insulin pump at the time of the incident. Blood glucose level at the time of the call was 132 mg/dl. Low blood glucose troubleshooting was not performed. The insulin pump was not replaced or returned for analysis.